Event description:
It was reported that episodes of ventricular oversensing were observed suspected as a result of atrial lead noise. Programming changes were made for atrial sensitivity. There were no adverse consequences to the patient.